Event description:
Additional information received reported that the cause of the event was not determined. There were no issues that resulted in the damage that was found. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular flow diversion procedure using the pipeline flex 4.75mm x 20mm device for an unruptured fusiform aneurysm located at the right posterior communicating segment, the tip of the device could not open normally during deployment. The stent was advanced along a phenom 27 microcatheter to the m1 segment and deployed by withdrawing the catheter. When approximately 7¿8 millimeters had been deployed, the midsection of the stent opened, but the tip end exhibited a persistent y-shaped configuration and failed to open. The stent was pulled back to the expected position, but the tip remained unchanged. After completely recapturing the stent to the m1 segment and redeploying, the tip end still showed a y-shaped configuration. Upon removal from the body, the tip end of the stent was found to be damaged. Angiography conducted post-procedure revealed slow blood flow. Dual antiplatelet therapy was administered for 7 days. The product was replaced. No patient complications have been reported as a result of this event. The aneurysm max diameter was 13.2mm, and the neck diameter was 10.8mm. The landing zone was 3.28mm distal and 4.78mm proximal. The patient's vessel tortuosity was normal. The devices were prepared according to the instructions for use (IFU). Ancillary devices included a phenom 27 microcatheter and a synchro 2 guidewire.

Manufacturer narrative:
E1: facility (cont.): (B)(6) campus of the (B)(6) hospital of (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The braid's distal end was not open and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the returned device, the customer complaint was confirmed, as the braid's distal end was not open and frayed. The cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, a damaged braid, or deployment of the braid in the vessel bend. The customer indicated that vessel tortuosity was normal and that the braid was not positioned in the vessel bend, eliminating these as potential causes. It is possible that damage to the braid contributed to the issue of failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.